Event description:
The base bar (part number210060) in the new stryker leg holder had exposed carbon fibers when removed from package.

Manufacturer narrative:
Reported issue it was reported that the base bar had chips in the carbon fiber. Product history review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/27/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210060, lot 617746 shows no additional complaint(s) related to the failure in this investigation. Inspection: inspection showed no damage to the part. Part was sent back through receiving inspection and re-inspected. Part passed inspection. Conclusion: the failure mode could not be confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The base bar (part number 210060) in the new stryker leg holder had exposed carbon fibers when removed from package.